Manufacturer narrative:
(B) (4).

Event description:
It was reported that for approximately two weeks post catheter revision (see manufacturer's report #3004209178201000683), the patient had responded well. She then started having intermittent withdrawal episodes. They had ruled out environmental and medical related procedures along with disease progression, infection and constipation, that could have caused increased spasticity. There were not any reservoir volume discrepancies present. The physician had planned to access patient's device event logs. The patient was managed with oral baclofen. The medication being delivered via the device system was compounded baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.